Manufacturer narrative:
(B)(4). Batch # unk additional information was requested and the following was obtained: was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? What is the current patient status? "I have no additional information." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a diep flap procedure, the surgeon stated that on a couple of occasions in the same procedure, the jerk motions caused the vessels to tear instead of compressing the vessels. The procedure was completed with more time. There were no patient consequences.